Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient had lost stimulation. X-ray was taken and confirmed that the leads migrated. The patient underwent a lead revision procedure.